Event description:
It was reported that the ilet user deployed an infusion set incorrectly, resulting in the adhesive folding over itself and interruption of insulin delivery until a new infusion set was applied with guidance from an agent. No reported symptoms. Outcomes included successful resumption of insulin delivery after troubleshooting and education. Investigation included review of the event description and user troubleshooting steps. Investigation of this case revealed user handling error related to infusion set application, with the device and infusion set functioning as designed once properly deployed. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set insertion and adhesion.